Event description:
A patient reported blood glucose results of 6.6 mmol/l and 13.5 mmol/l with a lifescan meter, performed within 17 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.